Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. The device history record of batch number 74f1801229 that belong to catalog number 1041 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "oxygen tubing pulls off of the white grommet while in use."it was reported there was no patient injury or consequence.